Event description:
Procedure: cholecystectomy. According to the reporter: event notified to (B)(6) ministry of health as near incident. The needle broke during the periumbilical fascial reconstruction . The unit will not be returned for investigation since it was discarded. (B)(4). The customer reports that needle remained in the thickness of the abdominal wall. The needle was reported to be retrieved. An x-ray was taken to find the needle.

Event description:
Procedure: cholecystectomy. Customer reports: event notified to (B)(6) ministry of health as near incident. The needle broke during the periumbilical fascial reconstruction . The unit will not be returned for investigation since it was discarded. (B)(4). Additional information received: a. Did anything fall into the patient? Customer reports that needle remained in the thickness of the abdominal wall b. If so, was it retrieved? Yes c. Was an x-ray taken to find the needle? Yes. Additional information received via email. It was reported that the needle remained in the thickness of the abdominal wall, but also states that it was retrieved. Just to clarify, was the needle found and removed from the patient? Yes, it is correct. The needle was found and removed from the patient.

Manufacturer narrative:
(B)(4).